Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00621. It was reported the patient has been receiving inadequate pain relief/coverage. X-rays were taken and revealed no anomalies. An impedance check revealed high impedance on all contacts of the left lead. As a result, the patient may undergo surgical intervention on a later date. Note: both of the patient's leads are being reported because it's unknown which device is liable.

Manufacturer narrative:
Patient weight was inadvertently omitted from the initial report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00621.

Manufacturer narrative:
Patient weight.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00621. Follow-up revealed the patient underwent surgical intervention. Initially, the doctor planned to only explant and replace the patient's left lead. During the procedure, the doctor accidentally moved the patient's right lead upon removing the left lead. In turn, the doctor decided to explant and replace the patient's right lead too. Surgical intervention resolved the patient's issue.